Event description:
It was reported that the cervical disc has loosened in the disc space at an unk time post-op. The surgeon plans on taking radiographs in 6 months for further evaluation. No intervention has been reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.